Event description:
Patient had 1 lesion treated. One endeavor rx stent was implanted to proximal lad as treatment of the target lesion. Patient was asymptomatic at 1 month, 6 month and 1 year follow-up. Approximately 14 months post index procedure, investigator reports patient death. Investigator classified death as non-sudden non-cardiac. Investigator assessed the cause of death as stroke. Investigator narrative 'hospitalization in emergency room for paralysis on left body and high blood pressure'. Investigator indicated that the death was not associated with an mi and that there was no evidence of stent thrombosis. Patient was taking asa 24 hours before event. Investigator stated that the event was not related to the study stent.

Manufacturer narrative:
(B) (4): evaluation results: death, cva/stroke.